Event description:
Used a bd safety glide needle 23g x 1 in lot # 4327907, exp: 10/31/2029 to inject medication. After puncturing patients' skin, plunger became stuck and would not push medication. After removing needle from patient, plunger would still not push medication out.